Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2024).

Event description:
It was reported that during preparation of a port placement procedure, the product packaging seal was allegedly broken. It was further reported that product allegedly contaminated. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows one dialysis product kit. Due to the nature of the picture provided, it is unknown whether any seal transfer was observed on the kit. Therefore the investigation is inconclusive for the reported device fell, contaminated and unsealed device packaging issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 01/2024), device not returned.

Event description:
It was reported that during preparation of a port placement procedure, the product packaging seal was allegedly broken and the device fell. It was further reported that product was allegedly contaminated. There was no patient contact.